Manufacturer narrative:
(B)(4).

Event description:
Clinician contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report that the receiver displayed a firmware error on (B)(6)2015. The clinician did not report any injury or medical intervention.